Event description:
It was later reported that the reason that the rescue tape was applied was due to micro tears along the outer driveline jacket.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image was unable to conclusively confirm superficial driveline damage, and no product was returned for evaluation. A specific cause for the reported driveline damage could not be conclusively determined through this evaluation. The patient¿s complaint history included a former complaint in 2023 that indicated their driveline had rescue tape applied, refer to manufacturer report #2916596-2023-03803; however, progression of the superficial driveline damage could not be ruled out through this evaluation. It was reported that a distal-end driveline replacement was ultimately determined to not be required. Review of the submitted image confirmed that the driveline had been extensively taped along most of its external length; however, the reported jacket damage could not be conclusively confirmed through the submitted image. A review of the submitted log file found that the system appeared to be operating as intended at the fixed speed, and there were no notable alarms active. The patient remains ongoing on vad-62087 with no further reported issues at this time. The relevant sections of the device history records for vad-62087 and the driveline, serial number 64937, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an extensive amount of cosmetic tape on the patient's driveline. Log files were submitted for analysis. There was no evidence of any type of driveline electrical conductor issue seen in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.